Event description:
During an endoscopic ultrasonography (eus), the physician used a cook endoscopy echo tip endoscopic ultrasound needle. During use, the thumbscrew of the safety ring was loosened by the user. The safety ring socket separated from the safety ring to move freely in either direction and the ring could no longer lock the needle into place. The needle was removed and another needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: upon eval of the returned device, we confirmed the safety ring socket and thumbscrew have separated from the safety ring on the handle. The thumbscrew remained threaded inside the safety ring socket. This allows the safety ring to move freely in both directions and the safety ring cannot be locked in place. Therefore, the length of the needle extension could not be controlled with the safety ring. The thumbscrew unthreaded easily from the safety ring socket. Upon closer eval of the thumbscrew and safety ring socket, a small section of the safety ring component has broken and adhered to the thumbscrew socket. The appearance of this broken area suggests excessive pressure had been applied, perhaps when tightening the thumbscrew, contributing to separation of the safety ring socket and safety ring. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is remote. Conclusion: the lab results confirmed the appearance of the safety ring breakage suggests excessive pressure had been applied, perhaps in an attempt to over tighten the thumbscrew during use. Applying excessive pressure when tightening the thumbscrew is the most likely contributor to this observation. The instructions for use direct the user to adjust needle length by loosening the thumbscrew on the safety ring. The user is directed to advance the needle until the desired reference mark for needle advancement appears in the window of the safety ring. The user is then instructed to tighten the thumbscrew to lock the safety ring in place. Prior to distribution, all echo tip ultrasound endoscopic needles are subjected to a visual and functional inspection to ensure device integrity. The thumbscrew of the safety ring on the handle is loosened and tightened during this inspection. A review of the delivery history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: a supplier corrective action report (scar) has been issued to the supplier in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the scar. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation may be product handling related. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.